Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The device was explanted on (B)(6) 2014; during the same procedure the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.